Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous, non calcified pulmonary artery. The 7.0 x 20/80 mm sterling over-the-wire balloon catheter was advanced to the target lesion for predilation. The balloon was inflated the first time to 6 atms and ruptured after 30 seconds. The device was successfully removed and the procedure was completed with another of the same device. No pt complications were reported.